Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump. Customer successfully loaded a cartridge and resumed insulin delivery.